Event description:
The physician was attempting to treat a lesion located proximal of the left coronary artery exhibiting 97% stenosis. The 2.5mm diameter x 15mm length sprinter legend balloon was used for pre-dilatation. After the dilatation, the physician attempted to remove the balloon from the patient but during removal the balloon was damaged. The physician used another device to complete the procedure. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause could not be determined. Investigation in progress). No results available since no evaluation was performed (investigation in progress). Conclusion results: (root cause could not be determined. Investigation in progress). Unable to confirm complaint (investigation in progress). (B)(4).

Event description:
Evaluation summary the transition shaft was severely stretched and kinked. The corewire was protruding through the shaft. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. Two short radial tears were visible on the balloon working length proximal to the distal inner shaft marker. The tears were jagged and uneven indicating that the balloon material was damaged prior to the rupture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation: related to operational context (stretching of the transition shaft and the tears to the balloon occurred during use of the device and are therefore procedural related). Deformation problem. Operational context caused or contributed to the event (stretching of the transition shaft and the tears to the balloon occurred during use of the device and are therefore procedural related).